Manufacturer narrative:
(B)(4). The complete UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "a fractured guidewire - new and unused - have been found in the triple lumen kit. No patient involvement."

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. The guide wire showed a kink with offset coils directly adjacent to the distal j-bend. The guide wire advancer tubing was not pictured. Per the guide wire assembly product drawing, this location on the guide wire would be located inside the blue straightener, protecting it from damage. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The image shows an unused guidewire with offset coils adjacent to the distal j-bend, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "a fractured guidewire - new and unused - have been found in the triple lumen kit. No patient involvement."